Manufacturer narrative:
A subsequent surgery was covered by a field representative without issues. System functioned as designed. System was not returned to manufacturer for analysis, therefore, no findings are possible. No further issues were reported.

Event description:
A medtronic representative reported that a patient had longer than usual swelling after a laser-induced thermal therapy procedure which was preformed on (B)(6) 2016. The swelling lasted for a month but the surgeon said he was used to around two weeks. There had been no issues during the case which took place on (B)(6) 2016. Medtronic was made aware of this on (B)(6) 2017. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: device unique device identification (UDI), part number, procode, common device name and 510(k) updated to proper values. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.